Event description:
It was reported to philips that the monitor had trouble discerning rhythm rate on patient. Monitor read 70-80 while patient was 170's. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.